Event description:
The device was used during a thoracoscopic lung biopsy procedure. Reportedly, the instrument was difficult to open. The surgeon converted to an open procedure to complete to procedure. The hospital has reported the pt's condition is satisfactory.